Event description:
Patient had a total hip implant from exactech placed (B)(6) 2019. Components of this hip replacement system have a recall notice advising physicians of early wear and to evaluate patients with x-rays to determine if early wear is affecting the patients implant. If it is, a total hip revision is to be considered. This patient had a total hip revision due to the components of the hip implants placed initially in 2019. FDA safety report ID # (B)(4).